Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that the blood glucose levels were elevated to 365mg/dl which was lasted for 3 hours. The patient also reported that there was a kink in the tubing to the infusion set, therefore patient reverted to manual backup therapy to get the blood glucose levels to trend back down for 12 units. No further information available.